Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, battery cap contact missing, and pillowing keypad overlay. Cosmetic damage was confirmed at the belt clip rails. Moisture damage was noted found on the battery tube. Battery cap contact missing was found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump clip broken and crack on the pump after the pump was dropped from approximately 3 feet onto tile flooring. The customer reported no adverse event. The event involved product acc-1601 and mmt-1884l. Troubleshooting was performed and location of the damage was at the belt clip rail. Instructed customer to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1884l was requested and the customer response was the device was returned for analysis.